Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood ollection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. The customer stated: "these squirt blood when we retract the needle. Indeed not possible to act on the force of the retraction that is automatic and splashes. We risk splashing blood in the eyes and other."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood ollection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. The customer stated: "these squirt blood when we retract the needle. Indeed not possible to act on the force of the retraction that is automatic and splashes. We risk splashing blood in the eyes and other."

Manufacturer narrative:
H6: investigation summary: no customer samples or photos were received for review and analysis. Therefore, 10 retention samples from the bd inventory were subjected to functional testing and the issue of splatter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm the customer reported failure mode based on customer sample testing results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.